Manufacturer narrative:
The system was evaluated by a field service engineer. The field service found no issues with the unit. A field service checklist was performed. The unit complied with all factory settings. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2019 and presented on (B)(6) 2019 with a corneal haze in patient's left eye (os). Surgeon indicated that the intralase skipped during flap creations. Topical steroid dosage was increased. Patient indicated that the left eye was blurrier. It was stated that the patient had no loss of best corrected visual acuity (bcva). Bcva post op was 20/25. The patient reported the symptoms are not interfering with daily activities. Bcva from (B)(6) 2019, right eye pre-op was 20/20 -1.75 x -.50 x 105 and left eye pre-op was 20/20 -1.50 x -1.25 x 62.

Manufacturer narrative:
Correction: device manufacture date corrected to 5/30/2007. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.